Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion field service representative (fsr) went onsite to evaluate and repair the suspect device. The fsr reported a defective turbine component. The fsr replaced the component, ran user verification test and reported the unit meets factory specifications. At this time, the carefusion failure analysis laboratory has not received the suspect component for evaluation. Upon completion of the failure analysis investigation, a follow-up report will be included.

Event description:
The customer reported while using the vela ventilator; the unit displays motor fault alarms and will not go away. The customer reported no patient involvement associated with the event.

Manufacturer narrative:
The field service representative reported the defective part was discarded and will not be returned. Due to the part not being returned, no further evaluation can be completed at this time.